Event description:
It was reported that the device alarmed ¿internal pressure too high¿ and turned itself off on the evening of (B)(6) 2021. Based on the information received, the patient may have suffered "minor harm". They removed the ventilator from the patient and used another ventilator. No other patient information is available at this time. Will continue to contact customer to attempt and retrieve further patient and event information.

Manufacturer narrative:
This report was confirmed to be a duplicate of the report submitted under MFR report# 2031642-2022-00259. Based on the information captured in the MFR report# 2031642-2022-00259, the type of complaint is deemed as a product problem as there was no harm or injury incurred.